Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is damaged and the reservoir cap broke off. Customer's blood glucose was 234mg/dl at the time of incident. Troubleshooting found that the tubing connector was stuck on th reservoir cap. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.